Event description:
It was reported the estimated battery longevity unexpectedly depleted from six months ago when the estimated longevity was normal. The patient is asymptomatic and not dependent. Device replacement was recommended. No further information is available.

Event description:
New information receives states the device was explanted and replaced. No further information is available.